Event description:
Additional information received reported the cause of the event was "spinal cord stimulation (scs) ceased to function after a recharging event." Reprogramming was performed on (B)(6) 2012. The patient experienced a lack of adequate paresthesia. No patient injury was reported and the patient resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l75865, implanted: (B)(6) 2000. Product type: lead: product ID 3487a, lot# l71519, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
It was reported that the device indicated a "power on reset" (por) condition. The manufacturer representative met with the patient and cleared the por. It was unknown what caused the por. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).